Manufacturer narrative:
H6: investigation summary bd received 7 samples and 4 photos from the customer for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for embedded fm and fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes (367963) from lot 0100299: fm in gel ×5. Spot in tube ×1. Dirty tube ×1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes (367963) from lot 0100299: fm in gel ×5, spot in tube ×1, dirty tube ×1.